Event description:
During the surgery, a functional problem with the suction part of the product was noted. When the electrode was replaced, it could work and the case was completed without problem. The surgery was extended by 30 min. There were no adverse consequences to the patient. The following information was received from our affiliate via (B)(4) on (B)(4) 2014; the device was hooked up to wall suction. The device worked at some level during whole time in the case, the suction was not really working and the surgeon had difficulty with seeing clearly in arthroscopy.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device appeared in a used condition, the active tip of the device shows signs of activation. There is evidence of tissue debris around the active tip of the device and the suction port appears to be blocked. A flow test was performed and the device extracted 0.9 ml of liquid confirming a partial blockage. The device passed functional and electrical tests but the blockage could not be cleared during activation with suction. During leak testing there was no sign of leaking in the handle that would have reduced the suction performance which suggests the tip is blocked with normal procedural debris and is not related to any manufacturing error. A batch record review has been conducted and our results indicate that this batch of product was processed with no incidents and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall rate for this issue, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the surgery, a functional problem with the suction part of the product was noted. When the electrode was replaced, it could work and the case was completed without problem. The surgery was extended by 30 min. There were no adverse consequences to the patient.the following information was received from our affiliate via email on 5-30-14; the device was hooked up to wall suction. The device worked at some level during whole time in the case, the suction was not really working and the surgeon had difficulty with seeing clearly in arthroscopy.